Event description:
.

Manufacturer narrative:
Lot #: info was not provided during initial report. Add'l info has been requested. Device is an instrument and is not implanted. Device has not been made available, device has been requested. Device manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.